Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this male patient is approximately 2 yrs postop l tka, is now scheduled for a liner replacement on (B)(6) 2023, due to the recall from exactech. No other information is available at this time.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear and osteolysis as stated in the operative notes. The extent and root cause of the polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation and radiographs or photographs were not provided.

Event description:
Additional information via legal department: revision operative report of (B)(6) 2023 for failed left total knee polyethylene due to wear and recall with osteolysis of the femoral component. Operative findings: there was a clean wound with clear synovial joint fluid. There was visible and palpable wear of the tibial polyethylene with reaction of the synovium due to poly wear. A complete synovectomy was performed. There were well-fixed tibial and patellar components. There was no evidence of any infection. There was mild osteolysis behind the cement mantle of the distal femur. Dressing was applied with compression wrap. The patient was awakened and transferred to recovery in stable condition, there were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The new information will require a new investigation. Pending investigation. There is no other information available.

Manufacturer narrative:
Section h10: (d1) brand name: truliant tib imp ps insert sz 4 11mm. (D4) catalog number: 02-022-35-4011, serial number: (B)(6), expiration date: 07-jul-2028, unique identifier (UDI) #: (B)(4). (D10) concomitant device(s): (B)(6). 02-012-60-1425 - logic stem ext 14mm x 25mm, (B)(6). 02-020-11-0240 - truliant ps cem fem ps cem left sz 4, (B)(6). 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t, (B)(6). 200-02-35 - three peg patella 35mm, (B)(6). 204-70-00 - tibial stem ext. Screw, (B)(6). A10012 - gps implant kit v2. (G4) PMA/510(k)number: k152170. (H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. (H4) device manufacture date: 16-jul-2020. (H7) recall. (H9) z-0023-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.